Manufacturer narrative:
We received a complaint ((B)(4)) on 7/26/2023 of a patient who has an incomplete procedure and the customer was looking to get a reimbursement. Upon further investigation we were told that the customer had to remove the stuck capsule from the patient. (B)(4) capsule incident questionnaire was sent to the customer to obtain additional information as the initial report wasn't very clear. Multiple follow up attempts were made to get more information. On 8/30/2023 the completed (B)(4) capsule incident questionnaire was received indicating that the patient had no pre-existing condition and that the capsule was removed through an endoscopic procedure (egd). We were also notified that the patient was doing fine after the procedure. Since the initial complaint was not very clear as to how the capsule will be removed (naturally, endoscopically, or surgically) we waited to obtain more information. As soon (B)(4) was received the complaint was reassessed and was deemed as a reportable incident. The cause of the retention is unknown.

Event description:
7/26/2023 - we were notified of a patient who had an incomplete capsule. Customer was looking to get a reimbursement for the capsule. Upon further investigation we were told that customer had to remove the "stuck" capsule from the patient. (B)(4) was sent to obtain more information since the initial complaint was not very clear. Multiple follow up attempts were made to get more information. 8/30/2023 - (B)(4) was received indicating that the patient had no pre-existing condition and the capsule was removed through an endoscopic procedure (egd) and the patient is doing well.